Manufacturer narrative:
Covidien reference (B)(4): a non covidien service engineer (se) inspected the unit and found the battery to be defective. The battery was replaced and the ventilator is in working condition.

Event description:
It was reported that the pb840 ventilator generated a low battery alarm and lost power when switching from ac power to battery. The ventilator was not on a patient at the time of the event.